Event description:
It was reported that prior to an arthroscopic hand procedure using the quantum 2 controller, the unit would not power on or function. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.